Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the pump was not active. The patient had it implanted in (B)(6) 2014, and it was disconnected the following day because the doctor ¿hit a nerve,¿ and they wanted to wait to reconnect until the patient was in better condition. There was no drug in the pump at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.